Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the customer reported the permanent cautery hook (pch) instrument broke. The end cap of the instrument broke off and fell into the patient. The cap was retrieved, and the surgeon searched for any other missing pieces and he did not find any. The technical support engineer (tse) asked was the instrument damaged before it was installed and they did not think so. The sterile processing department (spd) manager and the surgeon looked at another cautery hook to compare what might be missing. The tse emailed srs and cde for any advice of what might still be missing from the picture that were forwarded to them. The site called back and stated that they found a second piece to the hook and were still looking for a third piece. Site will most likely send back with an RMA. The clinical sales representative (csr) contacted tech support to report that the site contacted her and informed her of a piece of the cautery hook had broken off but was found in the patient and removed. The csr stated they site found another piece and were able to remove as well. The site then swapped to another instrument. Susan rios called to report that she thinks all pieces were found. The customer emailed pictures of the pieces. The tse informed the customer that technical support cannot guarantee that all pieces have been removed by reviewing pictures remotely. The tse recommended sending instrument to RMA for a failure analysis. The customer stated that they performed an x-ray and the results were negative for any object. The customer has no post operative testing planned at this time. The fragment was retrieved during the same surgical procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the permanent cautery hook (pch) instrument returned; however, isi has not received the instrument to confirm/identify any reportable failure mode(s). If the pch instrument is received by isi, failure analysis (fa) will perform an investigation. A supplemental MDR will be completed once fa results are completed or if new information is received. A review of the instrument log for the product associated with this event cannot be performed at this time because there is insufficient batch/lot number information. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the image appears that both distal clevis ears broke off. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2022, intuitive surgical, inc. (Isi) received userfacility report 4500440000-2022-8034 stating the following: "during operation, a small piece of an instrument was found inside the patient. The instrument that broke was taken off the sterile field and replaced with a new instrument. The following have been notified of the incident; charge nurse, assistant nurse manager, and davinci representative. Attempts discover other broken pieces of the instrument was made by the surgeon and fellow staff. One other piece was located. The two (2) broken pieces and the instrument were retained by the spd (sterile processing department) manager. There was an abdominal x-ray taken and the radiologist confirmed with the surgeon that no other pieces were inside the patient. While cleaning up the operating room, the surgical technician located a 3rd piece of the instrument. The 3rd piece was also retained by spd manager." A log review was performed and the following was confirmed: the permanent cautery hook (part# 470183-14 / lot# n12210830-0042) associated with this event was last used during a simple prostatectomy on the reported event date of 05/04/2022 using system sk5200.